Manufacturer narrative:
The device was not returned by the user facility and no photographic evidence was provided; therefore, the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number showed no other complaint for this lot product and event description. A two-year review of complaint history revealed no other adverse events for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this intraoperatively failure (B)(4) percent, if all complaints were confirmed. The instructions for use advises the user of the following. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Exercise care when using the drill bit and drill guide. Applying side or bending loads may cause drill bit breakage, oversized tunnel or generation of metal particulates. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the user facility that while drilling in the medial epicondyle with y28d, the drill bit broke at the stopper. The broken device was pulled out of the bone. The procedure was completed with no reported surgical delays or patient injury. Upon gathering additional information, the patient did not require additional treatment or hospital stay due to this incident. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.